Event description:
I have had extreme weight gain in short time period that has lasted 3+ months (still going), severe cramping, severe back pain, dizziness, rashes, fatigue. (B)(4).

Event description:
Additional info received from the reporter on 07/25/2014: also found out that I am allergic to nickel.. Constant headaches. Allergist has recommended removal of essure do to allergy.

Event description:
(B)(4). On (B)(6) 2014 I had to have both fallopian tubes removed. I was allergic to the nickle the product is made of but yet makers don't feel that is an issue. So I have now had to pay to have essure places and now removed.